Event description:
Additional information received noted that the event was discovered remotely via merlin.net. The right ventricular lead will continue to be monitored. There were no patient conseqeunces.

Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.